Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/20/2015 with the following findings: during testing, the pump performed the rewind, load, and prime steps with no alarms occurring. The pump clearly displays ¿disconnect infusion set from your body!¿ on the rewind screen. The pump also clearly displayed, ¿be sure set is disconnected from your body then select continue¿, on the pump screen. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked below the bumper pad. No battery or cartridge caps were returned with the pump. A test battery cap was used to complete all testing. The inadvertent infusion issue was not able to be duplicated during investigation.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a inadvertent infusion (inadvertent infusion issue) issue. The reporter alleged that there were 120 units left in the pump prior to checking blood glucose (bg). After checking the bg reading, the user went to bolus and noticed that the remaining insulin reading was zero (0). The user made the assumption that the 120 units were inadvertently infused. The user drank a bottle of regular soda to maintain a normal bg. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.